Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter's name and address: (B)(6). PMA/510k # ¿ exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul), the user checked the operation of an ncircle delta wire tipless stone extractor while it was in the uncoiled position and found that the opening/closing was a little sluggish, but considered it acceptable and used the device as it was. The basket was able to be opened once, however, its use was discontinued due to poor handle operation and poor basket opening/closing thereafter. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The procedure was completed by using another unspecified device. No adverse effect to the patient has been reported. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a transurethral lithotomy (tul), the user checked the operation of an ncircle delta wire tipless stone extractor while it was in the uncoiled position and found that the opening/closing was a little sluggish, but considered it acceptable and used the device as it was. The basket was able to be opened once, however, its use was discontinued due to poor handle operation and poor basket opening/closing thereafter. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. The procedure was completed by using another unspecified device. No adverse effect to the patient has been reported. The patient did not require any additional procedures due to this occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. The device was returned to cook for investigation. The support sheath is severed approximately 1 mm from handle. The handle does not actuate basket. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the cause for the sheath damage could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.